Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. It is reported that the doctor followed IFU. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. The assembly was visually inspected and showed no obvious defects or anomalies. The inner diameter of the hemostasis valve cap and the outer diameter of the dilator hub that locks into the hemostasis valve cap were measured and were found to be within specification. The dilator would not lock into the cap and required little force to be removed. A device history record review was performed and no relevant findings were identified. The customer reported issue of the dilator not locking into the psi sheath was confirmed during the sample investigation. Functional inspection was performed and the dilator was confirmed to not lock in place. Dimensional inspection determined that the cause of the issue was the dilator hub outer diameter being undersized. The probable cause of this issue is manufacturing related. A CAPA has been initiated to further investigate this issue.

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. It is reported that the doctor followed IFU. A new set was used and the procedure was completed successfully.